Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h11. The mayfield modified skull clamp (a1059) was returned for evaluation: device history record (DHR) - the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis - the complaint is partially confirmed via inspection of the returned unit with the exception that slippage could not be duplicated. The index knob is loose from wear and the unit has visible residue buildup and wear to internal components which requires replacement, machining, and cleaning. By the completion of service, the roundhead screw, adjustment screw, label, screw, nut, washers, o-ring, ball bearings, wave springs and helicoils will be replaced, along with general maintenance and cleaning. Root cause analysis - the complaint is partially confirmed except for slippage which could not be duplicated. The root cause is likely due to wear as a result of use and need for preventative maintenance and cleaning. No further corrective action is required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.

Event description:
N/a.

Event description:
A physician reported that the mayfield modified skull clamp (a1059) turn knob would not lock and the unit slipped. The device was in contact with a patient; however, no patient injury or delay in procedure has been reported.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.